Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a rotational atherectomy treatment procedure a guidewire spring tip unraveled. The lesion was located in a right coronary artery (rca). Upon removal of the 325cm floppy rotawire, the spring tip became "caught on something" which caused it to unravel outside of the body. The case was successfully completed prior to the wire removal. No patient complications were reported and the patient's status is fine. Retuned product analysis revealed a spring tip that was broken and unraveled.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the 325 cm floppy rotawire shows the coils missing from the spring tip, the solder was damaged. The core wire of spring tip was sent to sem (scanning electron microscopy) for fracture analysis. The fracture surface was caused by a torsional type overload. No material anomalies were observed. The type of damage that occurred indicated that this could not have been an anatomical issue but was most likely due to interaction with another device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other device. (B)(4)